Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "lot no 21771047 - very strange situation - not clotted rbc above the serum after centrifugation. The serum is very clear and also the gel barrier is formed perfectly. We also asked for preanalytical aspects and it seems those were respected, and also leaved for 30 min for clot formation. The customer told us that it happened with around 30% of the samples from this lot."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "lot no 21771047 - very strange situation - not clotted rbc above the serum after centrifugation. The serum is very clear and also the gel barrier is formed perfectly. We also asked for preanalytical aspects and it seems those were respected, and also leaved for 30 min for clot formation. The customer told us that it happened with around 30% of the samples from this lot."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and collapsed tubes was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified. A corrective and preventive action was created to address the issue.